Event description:
It was reported that during a device change-out and induction testing, low out of range high voltage lead impedance was observed. All other electrical measurements are normal. Lead remained implanted with new device but svc will be turned off.